Manufacturer narrative:
One tapered screw-vent implant (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified that the collar was fractured. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was low bone density type iii. The reported device had been placed on an unknown tooth location for approximately 3 years. X-ray or picture image was not provided. DHR review for the lot (63675715) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63675715) for similar events/complaints and one similar event or complaint was found. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is parafunctional habits of the patient such as clenching. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to implant fracture.